Event description:
A patient placed a call to the technical service representative (tsr) after use of the homechoice (hc) the patient was not having symptoms. The last fill was 2300 ml. Per the patient the drain volume was 4000 ml and was drained manually. This meets iipv criteria. The patient indicated homechoice (hc) was 18 inches higher than the bed. A swap will not be initiated. The patient will lower the device and contact the nurse. On (B)(6) product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device the nurse was informed of the incident of iipv. The patient has been seen at the clinic since the incident and did not mention any problems to the nurse. The nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.

Manufacturer narrative:
(B)(4). Device still in use and will not be returned for evaluation. (B)(4) is currently open for the reportable malfunction of iipv/over delivery.